Event description:
This report is 2 of 3 for the tube component of the forceps and is linked to mfg numbers: 3003249645-2024-00007. 3003249645-2024-00009. It was reported that the instrument/dia 5mm 350mm tube (B)(6) was burnt during the procedure. No additional information has been provided.

Manufacturer narrative:
The dia 5mm 350mm tube (B)(6) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the tube was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The received device is compliant with the specifications, no defect was found. Root cause analysis: this complaint is unconfirmed. It was determined that the complaint is not related to this component of the device. The investigation did not highlight any defect.